Manufacturer narrative:
(B)(4). Information was received from a distributor who is not required to complete form 3500a. The device has not been returned; therefore, a visual inspection of the mis mini total knee intramedullary alignment guide could not be performed. The device history records were reviewed with no deviations/ anomalies identified. This device is used for treatment. A product history search found no other complaints with the same part and lot number combination. This lot was manufactured in 2005 and had been in the field for over 10 years. It is unknown how many times the device had been used during that time. A definitive root cause cannot be determined with the information provided. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that a portion of the instrument fractured during use in surgery.